Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl and 500 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had multiple insulin pump error alarm. Customer also stated that screen of insulin pump was frozen. Customer had a low battery alarm. Customer stated that they were able to clear the alarms. Customer was able to complete rewind. Customer was performed self test and it was passed. Customer was declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.